Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor felt a difficulty in using the device. When the device was fired without tissue outside the patient, the jaw did not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.